Event description:
During a pci via radial artery access procedure, after the sheath was inserted, the valve began to leak. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
During the investigation a review of complaint history, quality control, and trends was conducted. The complaint device was not returned for evaluation. Based on user testimony, the valve leaked during the procedure. The user stated that the hemostatic valve leaked on during the procedure. Detection activities are in place to ensure that the correct valve and silicone disc are used and that the check-flo valve does not leak air. There is no evidence to suggest that this device was built out of specification. Quality engineering risk assessment was used to assess the risk of this event. The addition of this event does not change the conclusion. The risk is acceptable due to low severity, high detection, and low occurrence. We will continue to monitor for similar complaints and have notified the appropriate internal personnel of this event.